Event description:
It was reported the patient's ipg last charged their ipg over 6 months ago. As such, the ipg became inoperable. Surgical intervention was undertaken wehrein the ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section h6: the medical device problem code should have been 115 - maintenance problem identified rather than 3283 - wireless communication problem a review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.